Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump became frozen on a "low bg reminder", and the customer was unable to clear it. During troubleshooting with tandem technical support the alert was able to be cleared. The customer's blood glucose level was 123 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen became unresponsive. The customer's blood glucose was 123 mg/dl. During troubleshooting with tandem technical support the touchscreen was cleared by inducing the a button alarm.